Event description:
It was reported that an inserter and aleutian an inner shaft broke at the tip intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay. This report captures the inner shaft.

Manufacturer narrative:
The device was visually inspected and was observed that the one of the distal tangs were fractured. Material analysis was performed for a similar complaint with the same failure mode, for the same catalog number and found that the tip of the inserter fractured in a mode of cleavage due to an applied cantilever force. Hardness and elemental constituents were consistent with the print requirements. No material or manufacturing defects were found. Complaint history records were reviewed for this catalog number, no adverse trends were observed. Per the additional information received, the insertion angle was not difficult, the cage was tightly secured in the inserter, and the draw rod did not loosen or move when malleted. The tip fractured immediately when the surgeon began to turn the cage, therefore, application of excessive cantilever force most likely contributed to fracture.

Event description:
It was reported that an inserter and aleutian an inner shaft broke at the tip intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay. This report captures the inner shaft.